Manufacturer narrative:
Account stated they placed weight on the bed and let the bed set over night and the hi/low foot did not drift down. Account will test the bed over the weekend and call back if this issue returns. Repair unk, hill-rom attempted to contact the account for resolution and was unsuccessful. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Account alleged that the foot hi/low was drifting down slowly.